Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system and that he was unable to go beyond the priming stage on the insulin pump. The customer's insulin pump kept rewinding and would not stop right before the alarm. The customer's blood glucose was over 600 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. The customer attributed the high blood glucose to the fact that the infusion set had come off the customer's arm. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.